Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 8 x 2.25 mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and is within maximum crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube break 938 mm distal to distal end of strain relief. A visual and microscopic examination of the shaft polymer extrusion found an inner shaft polymer extrusion profile kink 65 mm proximal to distal end of device tip. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent fracture occurred. An 8 x 2.25 promus premier¿ drug eluting stent was selected for use. However during introducing of device, it was noted that the stent was fractured in the distal portion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event : 18 years or older. Device is a combination product. Device evaluated by MFR. :the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. An 8 x 2.25 promus premier¿ drug eluting stent was selected for use. However during introducing of device, it was noted that the stent was fractured in the distal portion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.